Manufacturer narrative:
The complaint device was received and evaluated visually and functionally. As reported, the jaw would not function- the actuator was no longer engaged with the actuator-to-jaw pin. The actuator appears to have bent out of place and disengaged from the pin as a result of the actuator eyelets fracturing. The remaining fragments of the actuator eyelet were not returned with the device. We do not know where the eyelet fragments are or if they fell off into the body, the information is not forthcoming. Therefore, we are filing a report to document this event as a fail safe method. This failure is a result of the application of excessive mechanical force during use. We believe this to be a user technique issue, no further action is warranted at this time. Miteck will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The purchasing agent at the facility reported their express ii was not grasping during a procedure. There were no reported patient consequences, no other event details could be provided by the customer.